Manufacturer narrative:
P-cap locked in place properly during testing. During occlusion force sensor was not recognizing weight stack. Therefore, unable to perform prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 35 alarms and no relevant alarms were recorded. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assembly. Per visual inspection all connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. Force sensor zero offset within spec(23.6mv). No physical damage noted during visual inspection. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35. The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported a critical pump error other than the open book image error or critical pump error 24. Troubleshooting was not performed and no harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.